Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were found at electronic or motor assemblies per visual inspection. Insulin pump received with cracked reservoir tube, reservoir tube window, battery tube threads, minor scratches on lcd window, broken reservoir tube lip and missing reservoir tube lip o-ring.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 70 mg/dl. Customer stated they were low due to hiking and has treated with orange juice. Customer felt okay after drinking orange juice. The insulin pump might have been exposed to perspiration. Advised that the insulin pump will be replaced. Nothing further reported.